Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: a review of the pump¿s black box data showed the pump information from event date has been overwritten due to continued use of the pump. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of prime occurring. The force sensor calibration was found to be within specification. The complaint of a loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment. The ok keypad button was over-responsive; all other buttons responded appropriately. The keypad was removed and a crack was found in dome contact.